Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure. Upon review, the left ventricular lead was dislodged and exhibited failure to capture. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned measuring 86.1 cm. For the reported events of dislodgement and loss of capture. No visual anomalies were found and electrical testing did not find any conductor fractures or internal shorts. The reported event was unconfirmed.